Event description:
The pt had been febrile and the cath had been working properly. The pt was admitted for elective removal of cath in the or. In or the tip broke. The pt had the fragment removed successfully and without incident. It had been lodged in the right atrium. The device was not saved.